Manufacturer narrative:
The customer's reported complaint of the thermogard xp ivtm console displayed tcmid: 01 (pump failed) error message was confirmed in the archive review and during the initial functional testing. The input/output board was replaced to remedy the reported issue. The console failed functional testing with tcmid: 01 (pump failed) error message, thus confirming the reported complaint. A visual inspection was performed and saline bag hook was noted damaged, unrelated to the reported complaint. The thermogard is a reusable device and was manufactured in may 2015. Therefore, this type of issue is characteristic of normal wear and tear. After the repair, the console was functionally tested and passed all final testing criteria without any further issue observed. Event log shows tcmid: 01 errors, confirming the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with (B)(4).

Event description:
It was reported that the thermogard xp ivtm system (B)(4) displayed a tcmid: 01 (pump failed) error message during patient treatment. The console was rebooted and the error message was cleared, however, a tcmid: 01 error was displayed on the screen again. No patient injury was reported as a result of the issue. No additional information was provided.